Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser shut down when the fiber was attached. Event timing and patient involvement are not known at this time. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was confirmed. The laser core module was replaced to resolve the issue, it was also returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 11, 2010. Based on qa assessment, the product met specifications at the time of release. A laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The laser core module was then installed into a calibrated system for functional testing. The laser was turned on using the front panel key switch but the laser was unable to complete the boot-up sequence. The port 1 and port 2 illumination rings remained white, indicating the laser module was not communicating with the system. The module was disassembled and the controller pcb was exchanged for a known-good product. The sample was reinstalled into the system and the laser module was able to complete the boot-up sequence. The sample laser controller pcb was then tested per, but no nonconformities were observed. The sample pcb was then reprogrammed and reinstalled into the system for functional testing. The sample laser core module with the sample pcb was able to complete the boot-up sequence. There was no evidence on the returned module, pcb, or in the information available to indicate how or when this nonconformity occurred. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).